Event description:
It was reported that the customer was hospitalized due to high blood glucose of 410 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. The customer's recent glucose reading was 138 mg/dl, and he has treated with a manual injection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.